Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in the emergency room with high blood glucose of 534mg/dl. The customer was vomiting and had diabetes ketoacidosis. The mother stated that she realized the cannula was bent upon removing the infusion set. No further information was provided.